Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during setup for an unknown procedure it was noticed that the device package was cracked and the device was no longer sterile. A second like device was used to complete the procedure with no patient consequences reported.